Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughs, respiratory allergies, asthmatic issues. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughs, respiratory allergies, asthmatic issues. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not been returned to the manufacturer, and no further investigation can be performed at this time. In addition, the medical device associated with this complaint is currently under legal hold. As a result, philips would be unable to proceed with device evaluation activities, should the device be returned. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess the information according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. The device information has been updated/corrected in this report. In this report, box d, g, h has been updated/corrected.